Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Battery has not been received.

Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that the hospital reported that the battery has switching problems. The event occurred while the patient was at home. The battery was replaced with no effect to the patient. No log files were downloaded by the hospital.